Event description:
It was reported by the rep the device was used during thoracoscopic wedge resection. It was reported the first firing of the ez45g was good. It was reloaded, and after the 2nd firing it would not open and release. Another ez45g was opened to cut around the first ez45g that would not open. As they started to place the 2nd device on the lung tissue, the first one opened and the reload unit fell out of the jaws and into the thorasic cavity. The reload unit was retrieved successfully and the case was completed with the newly opened ez45g. The packaging and both the device and the reload, are both being returned. There was no consequence to the pt.